Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the biomed stated the arctic sun device was not cooling. Per additional information updated from ttm on 06nov2025, nurses reported device was not cooling. Biomed was speaking to them earlier about device not cooling. Had follow up questions. Biomed was speaking to them earlier about device not heating also. Had follow up questions. Biomed did not have sn. But earlier was discussing device sn: (B)(6). Per review of wo notes - biomed will run a functional check because the device has been idling and the water temperature had dropped to 9 degrees on its own. They will call back with results. Per additional information received via mail on 11nov2025, they have ordered the heater assembly per technical support.

Manufacturer narrative:
The reported issue was confirmed. The root cause for the reported event could not be determined. Per additional information updated from ttm on 06nov2025, nurses reported device was not cooling. Biomed was speaking to them earlier about device not cooling. Had follow up questions. Biomed was speaking to them earlier about device not heating also. Had follow up questions. Biomed did not have sn. But earlier was discussing device sn: (B)(6). Per review of wo notes - biomed will run a functional check because the device has been idling and the water temperature had dropped to 9 degrees on its own. They will call back with results. Per additional information received via mail on 11nov2025, they have ordered the heater assembly per technical support. Per additional information received via mail on 11nov2025, the user stated that it was not cooling, however it was getting to 9.0 c without asking it to. Tech support had them ohm out the heaters and they were all open. All four of them. So, they will replace the heater. The complaint or reported issue was confirmed through other elements of the investigation to not be manufacturing related. The instructions-for-use are found to be adequate. The IFU currently instructs the user on the proper method to use this device to avoid undue injury to the patient and damage to the product. Corrections: d, f, h. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the biomed stated the arctic sun device was not cooling. Per additional information updated from ttm on 06nov2025, nurses reported device was not cooling. Biomed was speaking to them earlier about device not cooling. Had follow up questions. Biomed was speaking to them earlier about device not heating also. Had follow up questions. Biomed did not have sn. But earlier was discussing device sn: dycry524. Per review of wo notes - biomed will run a functional check because the device has been idling and the water temperature had dropped to 9 degrees on its own. They will call back with results. Per additional information received via mail on 11nov2025, they have ordered the heater assembly per technical support. Per additional information received via mail on 11nov2025, the user stated that it was not cooling, however it was getting to 9.0 c without asking it to. Tech support had them ohm out the heaters and they were all open. All four of them. So, they will replace the heater.